Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 300 mg/dl. The customer reported the drive support cap is flush. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.

Manufacturer narrative:
The insulin pump was received with a loose and flush drive support disk. However, the insulin pump passed the displacement test, the rewind, basic occlusion test, occlusin test, prime test and excessive no delivery alarm test. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, minor scratches on the display window and missing end cap sticker.